Event description:
It was reported that the right atrial (ra) lead dislodged. During an attempt to reposition the lead tissue was noted to be on the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analysis noted that there was tissue visible on the helix but that is not the lead failure. If information is provided in the future, a supplemental report will be issued.